Manufacturer narrative:
A review of the device history record for sn (B)(4) was performed from date of manufacture 05nov/2019 to the present date 14jan2021 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
It was reported that the device has keypad problems. No additional information was provided. There was no patient involvement.